Manufacturer narrative:
The field service engineer determined the reagent probe was contaminated. Bleach and deionized water were flushed through the flowpath of the probes. Main pump and gear pump pressures were checked. Carryover studies were performed and no issues with elevated troponin t values occurred. No alarms occurred on the last calibration performed on (B)(6) 2019. Quality controls were ok, showing no indication of a reagent or instrument performance issue. Sample centrifugation time was too short. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 0.086 ng/ml and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of < 0.01 ng/ml. The repeat value was believed to be correct. The troponin t reagent lot number was 40966900, with an expiration date of 30-jun-2020.